Manufacturer narrative:
(B)(4). The lot was manufactured october 14, 2015 ¿ october 15, 2015. The device was received for evaluation with approximately 127 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The device was filled with 1660 mg of fluorouracil and 400 mg of oncofolic with a total fill volume of 130 ml. The expected infusion time was 48 hours but at the end of infusion there was still an unspecified amount of solution remaining in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.